Event description:
During an lar procedure, the staple was malformed at the center of staple line at 1st firing. It was completed by additional suture. There were no adverse consequences to the patient.